Event description:
It was reported that the patient experienced pre-syncope and weakness. There was occasional atrial undersensing noted on non-magnet and stored electrograms, and a possible issue relating to refractory periods. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.